Event description:
The customer reported the system displayed a 'saturation fault' error message. This error message is likely to result in an uncommanded system shutdown. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.